Event description:
Reporter initially noted several cases of endophthalmitis. Surgeon detected inflammation approximately 24 hours post-op. Does not feel system is source, but prefers not to use same equipment for awhile.